Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that earlier in the day prior to a replacement procedure for a recent elective replacement indicator (eri) alert, boston scientific technical services (ts) was contacted to evaluate potential premature battery depletion from this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts later confirmed that the battery was depleting prematurely. In the meantime, the device was successfully explanted and replaced to resolve the event. As no premature depletion was initially suspected, the device was discarded post-explant and will not be returned for analysis. No additional adverse patient effects were reported, and the physician is continuing with normal monitoring.